Event description:
It was reported that the user¿s ilet lost connection with a newly applied freestyle libre 3 plus sensor because the sensor was paired with the libre app instead of the ilet app, representing an interoperability issue and use of an incorrect procedure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet due to improper setup, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and improper setup procedure.